Event description:
It was reported that, during a remote follow-up, the device battery had reached end of life (eol). The patient attended an in-clinic follow-up appointment and the device could not be interrogated. Abbott technical support (ts) was contacted. The device history was reviewed and the suspected cause of the event was premature battery depletion. The device is awaiting explant and no intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
The field complaint of premature discharge of battery and no ble telemetry was confirmed. The device was received from the field and unable to be interrogated. Analysis was performed indicated device battery voltage was at end of life. The device was cut open and high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain.

Event description:
Additional information received indicated the device was later explanted and replaced to resolve the event. The patient was in stable condition.